Event description:
Material#: 305180, batch#: 4178025. Rcc received a complaint via email. We have recently received a report from a canadian healthcare facility pertaining to ¿bd blunt fill needles¿ (ref#: 305180, lot#: 4178025). The issue in question was described by the healthcare facility as follows: ¿multiple organizations reporting multiple incidents per organization experienced coring of vials (e.g., rubber bits found in the vial after puncture) and discovered these before injection. There was no harm to the patients, however this issue is resulting in much wastage of drug. Reported to the manufacturer and vendor. Mitigating actions included using a 45 degree angle to insert the needle (which is bevelled) but the issues have still been occurring until the affected lot numbers were removed or replaced with covidien grey filling needles.¿ the healthcare facility additionally indicated that the issue was first observed on (B)(6) 2024.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(6) follow up: it was reported there was coring of vials. A device history record review was completed by our quality engineer team for provided material number 305180 and lot number 4178025. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Further action has not been determined necessary at this time.

Event description:
No additional information received.